Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the doctor found that the valve was leaking when tested pre-operatively. According to the report, the doctor used a new device to complete the surgery. Reportedly, the patient¿s condition was normal.

Manufacturer narrative:
The valve was patent and met the requirements for siphon and reflux testing. The device did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The valve was returned at pressure level 0.5 and was not adjustable. This precluded pressure-flow and pre-implantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may have interfered with the valve adjustment mechanism resulting in a non-adjustable valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the instructions for use also state that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.